Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site, and device exposure, resulting in the decision to explant the device on (B)(6), 2013.

Manufacturer narrative:
This report is filed (B)(4) 2014.